Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) value of 64 (mg/dl). Customer drank coke and consumed carbohydrates to treat low bg level. Recommendation was made to continue to speak with health care provider for help with diabetes management.